Event description:
Patient representative reported, pain and tenderness in the breast, capsular contracture baker grade iii, fatigue and psychological problems that led to a severe depressive phase. Surgical report identified, capsular contracture baker grade iii-IV... The capsule is cleaned of the silicone mass. Calcifications and rough, fibrotic strands are also found on this side.patient still suffers from depressive stress and anxiety disorder due to the device recall and increased risk of cancer. Device has been explanted. This relates to the left side

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of rupture capsular contracture, depression, anxiety¿product/procedure, calcification, granuloma and malaise-ndr requested on (B)(6) 2023. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Anxiety¿product/procedure: unable to observe since it is not related to the device. Depression: unable to observe since it is not related to the device. Calcification: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Malaise-ndr: not applicable as the event is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient representative reported, pain and tenderness in the breast, capsular contracture baker grade iii, fatigue and psychological problems that led to a severe depressive phase. Surgical report identified, capsular contracture baker grade iii-IV. The capsule is cleaned of the silicone mass. Calcifications and rough, fibrotic strands are also found on this side. Patient still suffers from depressive stress and anxiety disorder due to the device recall and increased risk of cancer. Device has been explanted. This relates to the left side.

Manufacturer narrative:
The reported events capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii-IV, rupture, "the capsule is cleaned of the silicone mass¿.

Event description:
Patient's representative reported "pain and tenderness in the breast, capsular contracture baker grade iii, fatigue and psychological problems that led to a severe depressive phase". Surgical report identified "capsular contracture baker grade iii-IV, implant shell is completely destroyed, the capsule is cleaned of the silicone mass. Calcifications and rough, fibrotic strands are also found on this side". Patient still suffers from depressive stress and anxiety disorder due to the device recall and increased risk of cancer. Device has been explanted with a partial capsulectomy. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient representative reported, pain and tenderness in the breast, capsular contracture baker grade iii, fatigue and psychological problems that led to a severe depressive phase. Surgical report identified, capsular contracture baker grade iii-IV... The capsule is cleaned of the silicone mass. Calcifications and rough, fibrotic strands are also found on this side patient still suffers from depressive stress and anxiety disorder due to the device recall and increased risk of cancer. Device has been explanted. This relates to the left side.